Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation the right atrial (ra) lead had high out of range pace lead impedance greater >2000 ohms in unipolar and in the bipolar configuration, and no capture at max outputs. The device was reprogrammed to vdd. Evidence suggests the right ventricular (rv) lead was functioning appropriately, and there was no asystole greater than 2 seconds. The system remains in use and the patient will continue to be followed. No adverse patient effects were reported.